Manufacturer narrative:
Postoperative complications reported are six cases of aseptic meningitis, seven cases of cerebrospinal fluid leak, seven cases of hydrocephalus, and three cases of pseudomeningocele. Integra received no product quality complaints or adverse event reports from the (B) (4) for suturable duragen dural regeneration matrix for this time period. Integra has contacted authors of the study to request additional information. The devices involved in the reported incidents are not expected to be received for evaluation. An investigation has been initiated based upon the reported information. A review of integra lifescience corporation's records indicates that all integra products identified- in the article met finished goods release specifications.

Event description:
An article was published that described a retrospective single institution chart review of 128 patients having posterior fossa neurosurgery between (B) (6) 2005 and (B) (6) 2007 with dural and arachnoid opening. Postoperative complications with fourteen out of twenty eight procedures, in which suturable duragen was used as a dural closure, are reported. Other dural replacements were identified in this study. Product labeling states in the warning section: suturable duragen should be used with caution for-extensive skull base surgery with dural resection (posterior fossa surgery is a skull base surgical procedure). Suturable duragen can be used to augment other forms of specific repair (e.g. Fascia lata). Suturable duragen should be used with caution for posterior fossa procedures (e.g. Chiari malformations).